Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegations of alberan lever was defective and deformation at the distal end were confirmed. The device evaluation found the reportable malfunctions identified in b5, foreign material in air/water cylinder, foreign material in air/water tube, and stain inside of light guide lens. The following non-reportable findings were found during evaluation: control unit had a scratch, grip had a scratch, switch box had a scratch, air/water cylinder had no color, suction cylinder had no color, switch flexible printed circuit had corrosion due to water leakage, plug unit had corrosion due to water leakage, circuit board unit in suction connector had corrosion due to water leakage, scope connector cover unit had corrosion due to water leakage, cable unit had corrosion due to water leakage, forceps elevator did not move smoothly due to a dent on pipe protecting forceps elevator wire, forceps lever made noise when moved due to deformation of knob wire/forceps elevator wire, the play of upward/downward angulation control knob is out of the standard value due to wear of angle wire, bending tube was deformed, connecting tube had a scratch, there was corrosion around forceps elevator, and universal cord had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the duodenovideoscope alberan lever was defective and there was deformation at the distal end. It was unknown when the issue was found. The device was returned for evaluation. During the device evaluation, the following reportable malfunctions were found: foreign material in air/water cylinder, foreign material in air/water tube, and stain inside of light guide lens. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additionally, (h4) device manufacturer date was added. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Issue 1 (foreign material in air/water cylinder and air/water tube) - based on the results of the investigation and the information provided, it could not be determined what the foreign material was. There was no damage to the areas where the foreign material was detected, and it is unknown if reprocessing was performed according to the instructions for use (IFU). Therefore, the cause of the material remaining in the device could not be specified. Issue 2 (foreign material/stain inside light guide lens) ¿ based on the results of the investigation and the information provided, it could not be determined what the foreign material was. Since the material did not adhere to the outer surface of the scope, the material may not have been removed by reprocessing. It is possible that humidity invaded the light guide lens leading to corrosion and physical stress to the distal end and/or the light guide lens glue peeled off by chemical stress. However, a definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use: issue 1: tjf-q190v operation manual chapter 3 preparation and inspection. Tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. Issue 2: tjf-q190v operation manual 3.3 inspection of the endoscope. Olympus will continue to monitor field performance for this device.